Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and threshold testing was performed and found to have gone up. The lead remains in service. No adverse patient effects were reported.